Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level. The issue did not cause blood glucose to exceed 500 mg/dl, and the insulin was not suspended due to the alarm condition. The customer followed tips provided by customer technical support to prevent altitude alarms and acknowledged understanding. No cartridge replacement was needed, and the caller resumed insulin use with the original cartridge.